Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a high threshold was observed on the right ventricular (rv) lead. A lead revision was performed and the rv lead was explanted and replaced in order to resolve the event. The patient was stable and there were no adverse consequences.